Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and replaced the safety disk and performed full functional verification. The iabp unit checked ok and was returned to clinical use. Cause traced to component failure.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a "failed safety disk" message. It is unknown under which circumstance this event occurred. However, there was no patient involvement or adverse event reported.